Manufacturer narrative:
The fse replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is defective. It was also reported that you could still use the touch screen to make setting changes. The device was being setup right before patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was switched out with a different device for use. There was no medical intervention provided nor a delay in therapy was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse was dispatched to the field. The investigation is ongoing.